Event description:
The consumer was repositioning himself in the chair after a transfer with his hands on the arms of the chair when the rear mounting hardware allegedly allowed the arm to come off, causing the consumer to fall onto the floor and fracture his pelvis.

Manufacturer narrative:
While the user was transferring from their bed into their chair, the chair was in a full recline position. Once in the chair, the user then readjusted the chair and as they allegedly repositioned themselves this resulted in a bolt on the arm breaking. Nature of complaint suggests improper loading of the armrests and an improper transfer. Current user guide covers proper transfers. There is no history to suggest a product problem. Distributor has serviced the chair and the chair remains in use.